Event description:
It was reported that the ventilator shutdown due to battery depletion. The patient involvement was unknown. Manufacturer's ref#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The user reportedly connected the compressor power cord instead of the ventilator power cord and the ventilator ran until battery power was depleted. According to provided event log, appropriate alarms for battery operation have been generated. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction.